Manufacturer narrative:
Correction: returned to manufacturer on annex b: b21, annex c: c21, annex d: d16. Additional information: annex a: a040502, a1801, a070504, annex b: b01, annex c: c11, c0503, c02, annex d: d15, d08, annex g: g02017, g02002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the device smoke event was not definitively confirmed through review of the logs or during device testing; however, it is likely that the smoke occurred as a product of the thermal event identified through the inspection of the device. The ¿as-received¿ inspection of the pcu found the left (female) inter unit interface (iui) connector to have thermal damage on pins 2, 3 and on the inside of the connector housing (see figure 1). Dried fluid residue (black in appearance) was also observed on the pins. All inspected parts were manufactured by bd. A dchu laboratory pump module was attached to the left side (where the thermal damage was observed) of the ¿as-received¿ suspect pcu. The system was turned on and no presence of smoke and/or burning smell was noted. The left pcu iui connector was removed to conduct a resistance test on adjacent pins to determine if a short was present. Every adjacent pin measured infinite resistance (as expected of a good connector), indicating that there was no short circuit present. The left iui was temporarily replaced with a known-good connector for testing purposes only, and a dchu pump module was attached to the suspect pcu. The pump module powered on normally and no errors or malfunctions were observed. An infusion at a rate of 100ml/h was programmed to run for one (1) hour. The device did not emit smoke and a burning smell was not perceived during or after the infusion. The device operated as intended. The suspect pcu was tested through the alaris system maintenance (asm v12.5) software to verify that no damage had occurred to the device due to thermal damage. The test results show the device operating as intended except for the damaged iui connector. The system was powered on 31jan2026, at 7:39 pm. ¿yes¿ was selected for new patient, ¿yes¿ was selected to confirm the current profile ¿adult¿. The last recorded infusion on the concomitant (not received) pump module sn (B)(6) for the drug ¿propofol¿ was programmed as a weight-based infusion and started at 7:41 pm, with a concentration of 1000 mg/100 ml, a dose of 10 mcg/kg/min (calculating an infusion rate of 5.166 ml/hr from a patient weight of 86.1 kg), and a volume to be infused (vtbi) of 100 ml. The last recorded infusion on the concomitant (not received) pump module sn (B)(6) for the drug ¿norepinephrine¿ was programmed and started at 8:03 pm, with a concentration of 8 mg/250 ml, a dose of 4 mcg/min (calculating an infusion rate of 7.5 ml/hr), and a vtbi of 250 ml. The dose was titrated multiple times throughout the duration of both infusions until channel b (s/n (B)(6)) was powered off at 9:39 pm and both channels disconnected due to a channel disconnect event at 11:48 pm. The system was disconnected from the network as well. A few seconds later (as confirmed during review of the suspect pcu error log) one (1) instance of error code 133.6090.5 (main speaker failure; log only error) was observed to occur at 11:49 pm on 31jan2026. The system was then powered off. A previous investigation ((B)(4)), similar in nature to the current investigation, had a third-party consultant firm perform an analysis of the contamination on those iuis. It was found that the dried black residue was consistent with a nylon-based material, indicating that it is thermally damaged nylon from the iui housing. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain multiple notifications related to cleaning. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 (dir: 10000422955) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir 10000363928) provides procedures and information for cleaning and disinfecting the bd alaris¿ and alaris¿ systems. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause the probable cause of the reported smoke event is being attributed to a thermal event that occurred during the melting of the iui connector housing. The observed melting of the connector housing is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. The exact nature of this residue accumulation could not be determined. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the unit was smoking. There was no patient involvement.

Event description:
It was reported that the unit was smoking. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.